Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not recognize the camera head during set up / inspection for use for a therapeutic procedure. The intended procedure was completed using the same set of equipment. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e222, image was not displayed intermittently and faulty x-ray module. A definitive root cause could not be identified. Based on the results of the investigation, it is likely for the for the malfunction camera head is not recognized the cause could not be determined and for the additional finding of error code e222, image was not displayed intermittently and the faulty x-ray module the most probable cause traced due to a component failure. Olympus will continue to monitor field performance for this device.